Event description:
It was reported that a patient was implanted with an unknown ams urinary incontinence sling device on (B)(6) 2014. After implantation the incontinence status of the patient was reportedly worse. Subsequently on (B)(6) 2014 the patient was implanted with an alternative continence device, outcome was unknown. No further patient complications have been reported.